Event description:
The customer stated he was hospitalized for high blood glucose. The blood glucose reading during the call was 304 mg/dl. The customer stated the insulin pump never gave him a no delivery alarm. The customer also stated the battery was only lasting a couple of days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.